Event description:
Device has been explanted.

Manufacturer narrative:
[Health effect - impact codes]: (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late and capsular contracture baker grade iii are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and capsular contracture baker grade iii

Event description:
Healthcare professional reported left side "capsular contracture" baker grade iii and "peri-implant fluid". The device remains implanted.